Event description:
It was reported that a stage 1 revision was performed on the patient's right mako pka due to infection. All components were removed and a spacer was placed. No further information will be released by the hospital or surgeon.